Event description:
It was reported that a pediatric user of the ilet experienced hyperglycemia after a missed meal announcement for a snack prior to lunch, and the parent requested guidance on correcting the high and on meal announcements by meal size and snacks. Symptoms included elevated blood glucose with a reported peak of 265 mg/dl without signs of diabetic ketoacidosis, loss of consciousness, or other acute complications. Outcomes included no alerts for severe hyperglycemia, no use of back-up therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included user education and troubleshooting regarding appropriate meal and snack announcements. Investigation of this case revealed user-related handling associated with a missed meal announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error due to omitted meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.